Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of diaphragmatic stimulation approximately four months after implant. Reprogramming was performed. The lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.